Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01218 to provide additional information based on the evaluation of the device. Omsc investigated it on september 4, 2017. The ptfe pad of the subject device was worn and partially peeled. No part of the ptfe pad was missing. The manufacturing record was reviewed and found no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn and partially peeled when the user continued to activate seal & cut mode without contacting the tissue (including after the tissue was already cut). Omsc surmised that the fallen fragment of the ptfe pad reported by the user was the tissue of the patient. The instruction manual of the device has already warned as follows; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During an uncertain procedure, the ptfe pad of the subject device was burned and fell off outside the patient. There was no patient injury reported.